Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6), event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during inspection by getinge service, the cardiosave intra-aortic balloon pump (iabp) displayed an error message, and the screen turned green. No patient was involved.

Event description:
N/a

Manufacturer narrative:
Due to charterer restriction in block e1. E1 event site address: (B)(6). E1 initial reporter name is (B)(6). Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. Corrected field: e1 (event site address, initial reporter, event site email), e2, e3, e4, d5, g2, h6 (health effect ¿ impact codes) a getinge field service engineer (fse) inspected the unit and replaced the top display lcd assembly ((B)(6)) and the upper display monitor pcba ((B)(6)). After replacement, an operational inspection was performed in accordance with the inspection record sheet. All functional checks passed, and the unit was confirmed to be in good operating condition. The failure analysis and testing department received part number 0670001183 and 0160000127 with a reported unit failure of a display error and the screen turning green the fat performed a visual inspection and found the parts to be in good condition the fat installed the parts in cardiosave test fixture serial number (B)(6) tested the parts to factory specifications per the cardiosave service manual part number 0070000639 revision r no failure confirmed retaining the parts in the failure analysis and testing department per procedure number 000207d008 revision av.